Event description:
The patient was revised because of metallosis. (Right hip).

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pseudotumor, pain, and displaced trochanteric fracture that was cabeled. Lab results from (B)(6) 2012 indicated metal ion levels were below 7ppb. There was no mention of any infection, dislocations, or damage to surrouding strucutres.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered completed.

Manufacturer narrative:
Update clinical report received. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the reporting by the depuy clinical team; only patient demographics are available. In addition, requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update 02/15/2013 - patient's medical records were received. Records indicate the patient had a periprosthetic trochanteric fracture. The stem has been reported on (B)(4). Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the reporting by the depuy clinical team; only patient demographics are available. In addition, requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-10737. This report, 1818910-2012-26936, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-10737.

Manufacturer narrative:
Update - clinical report received. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the reporting by the depuy clinical team; only patient demographics are available. In addition, requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update - (B)(4) 2013 - patient's medical records were received. Records indicate the patient had a periprosthetic trochanteric fracture. The stem has been reported on (B)(4). Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-10737. This report, 1818910-2012-26301, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-10737.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.